Event description:
Before operation, during the catheter testing, the surgeon found the strata ii valve in leakage.

Manufacturer narrative:
(B)(4). The valve was not patent and did not meet the requirements for leak testing due to two large tears across the top and side of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.